Event description:
It was reported per field service report: patient involvement "yes." Symptom: unit would not inflate balloon - purge failure.

Manufacturer narrative:
(B) (4). Findings/action taken: not confirmed. Ran pump for 3 hours. Checked fill cycles, drain cycles and vent cycles; all worked properly. Checked triggers - ok. Leak test - ok.